Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle (rv) lead issued a red alert in the remote monitoring system for a high, out-of-range shock impedance measurement. Technical services consultant recommended lead integrity testing, scans (x-ray) to be completed, reprogramming shock impedance alert to 150 ohms and to continue monitoring with remote system. The lead remains implanted and in service. No adverse patient effects were reported.